Manufacturer narrative:
Continuation of d10: product ID pnma01411a004 lot# serial# unknown product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that both batteries are located on the upper back. Their pain and muscle spasms are in the are of their shoulder blades and goes down to their mid and lower back. Charging with the belt does not always work because it does not stay on and falls off ifthey move. Pt has to sit perfectly still and it takes about 3 hours to charge each one. Because of their neck and back pain, they are unable to sit more than 30 minutes at a time. There will be no steps taken because the batteries were put in december 2016 and february 2017. Pt has been using stickers to help hold the charging antenna in place, but struggle to keep it in one place. Pt hopes to get it resolved. Pt says they cannot get their belt to stay on to charge, the belts were always breaking which required replacing belts frequently. Pt got stickers to hold the round "disc" part of the antenna in place while charging and it has helped. Pt is not due for new batteries until 2025, and 2026.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said "it took forever to get their recharger antenna in the right place to charge" so the pt used adhesive dics and could not use the belt because the belt "was not staying on right" because of the placement of their ins, which was on the pt's back right behind their ribs. Pt said they would have liked the wireless recharger, but did not get the new type of recharger. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.